Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that the pump would not charge normally despite the customer attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and did not appear to be charging. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.